Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage electronic assembly. Unable to verify pump error 35 alarm due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Troubleshooting was done for insulin pump error alarm. Customer stated that in the morning they put in a new battery and insulin pump didn't accept it. Customer took battery out and put it back in and then went for a bike ride and when they came back insulin pump was showing insulin pump error. Customer was unable to clear the alarm and unable to rewind insulin pump. Customer did self test and it did not pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.